Event description:
(B)(4). Dealer is stating that the legs open on their own. No other details provided, dealer hung up.

Manufacturer narrative:
Additional information will be added as it becomes available.